Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2013 with the following findings: the keypad was found to be intact; no damage was observed. The complaint of the unresponsive keypad buttons was not able to be duplicated during testing. All of the keypad buttons were found to be responsive and were functional. The buttons have spring back and click. The keypad cover was removed and no evidence of contamination was found. The keypad flex was firmly seated in connector with no signs of damage or contamination. There was no defect found during the investgiation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).